Manufacturer narrative:
(B)(6) 2019 customer follow up: reportedly, a replacement charging cable was used to charge the pump successfully. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was 435 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.